Event description:
The account alleged the head up button was stuck and raising the head of the bed on its own. No pt impact.

Manufacturer narrative:
The account replaced the pt control power control board to resolve the issue.